Event description:
Fresenius medical care canada, inc. Reported that there was excess fluid removed from a patient during a hemodialysis treatment. The patient became hypotensive 30 min. Into the treatment. Blood in the extracorporeal circuit was noted to be dark. The patient was given saline and was weighed at this time. Based on the reported weights and what the machine indicated was removed, there was a weight loss variance of approx 2.7 kg. Treatment was continued on another machine with no further problem. There was no serious injury or illness.